Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 6, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received cut into four pieces and coated in viscoelastic residue. The lens pieces were cleaned revealing scratches. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, gender: the customer responded ¿male¿. Section a4, weight: unknown/asked information was not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted due to poor vision. The patient said he cannot see as well as he used to before the surgery. The patient¿s pre-operative best corrected visual acuity (bscva) was reported as 20/30 and their post-operative bscva is 20/40. Reportedly, the directions for use were followed. There were no complications such as a capsule tear, incision enlargement, sutures, or medication outside the standard of care. The customer stated there was a product issue on jan 16, 2025, however, the details were not provided. The patient¿s status was reported as temporarily impaired. No further information was provided.